Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the needle extension was cut from the luer lock side".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the extension tubing is confirmed but the exact cause remains unknown. Two photo samples of a 22 ga x 0.75 in winged infusion set were also provided for investigation. The first photo sample shows the product packaging with the infusion set on the side. The lot number shows recr2915. No clear evidence of use or damage could be observed on the sample. The second photo shows the proximal luer with an infusion cap attached to 3-way connector. The extension tubing is broken distal to the hub. A section of the extension tubing is protruding from the hub which indicates the tubing likely broke. Based on the photo samples, possible contributing factors include securement technique, material fatigue, and excessive tensile force. A lot history review (lhr) of recr2915 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr2915) have been reported from the same facility in saudi arabia.

Event description:
It was reported "the needle extension was cut from the luer lock side".